Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implanted: (B)(6) 2009 and/or (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with lumbar spondylolisthesis, l5-s1, with radiculopathy. This was juxta fusion joint failure at l5-s1 and underwent the following procedures: decompressive lumbar laminectomy, redo, l5-s1 with partial facetectomy. Posterior lumbar interbody fusion with 11 mm posterior lumbar interbody grafts. Lateral pedicle screw sacral ala fusion l5-s1, the old fusion from l5 was tied into s1 laterally. Removal of old pedicle screws and rods at l3 through l5 and replacement with new rods and screws l5-s1. The fusion was augmented with demineralized bone matrix and bone morphogenic protein, also allograft was used as well as autograft. Intraoperative c-arm image intensifier used for x-ray. As per the op notes: ¿bone strips were placed in contact with the old fusion at ls and the sacral ala packed in placed. Then an rhbmp-2/acs roll was placed over that with bone chips in the rhbmp-2/acs roll. Then morsellized bone chips and demineralized bone matrix and autograft and allograft placed in a layer over the infuse roll and previously placed bone. From the right side attention was directed to the left side. Then completion of the lateral fusion on the left side with placement of strips of bone in contact with the sacral ala and the inferior aspect of the fusion mass of ls on the left side. Then rh bmp-2/acs roll placed. Rh bmp-2/acs roll of bone chips, morsellized bone chips, autograft, and allograft and bone morphogenic protein were all put in place and then covered with a vitoss bone marrow soaked bone sponge. Following this, the heads were placed with audible clicks at 5-1 on the left.¿